Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Rep reported a reverse shoulder surgery, removal of glenosphere components to a hemisphere. Two (2) screws went through the baseplate, able to retrieve 1 screw, 2nd screw was still in patient. On x-ray, during follow up visit in clinic, one of screws appeared to have gone through baseplate. When we opened the patient the glenosphere was not affixed at all. Sales rep reported reunion devices removed and replaced with reunion devices. Patient passed away approximately two weeks after the revision surgery. The surgeon¿s assistant verbally stated she thought it was unrelated to the revision surgery.

Manufacturer narrative:
Evaluation revealed the glenosphere, the baseplate and two 4.5 mm peripheral screws to be the primary products. The other implants reported were considered as concomitant products as they did not contribute to the event reported. In the case presented a patient had been treated with a reunion reverse shoulder arthroplasty on (B)(6) 2015. According to information received from the sales representative it was detected via x-rays during a follow up examination in the clinic that one of the peripheral screws had gone through the baseplate. The patient was revised on (B)(6), 2016. During the revision surgery the glenosphere was not found to be fixed at all. Two peripheral screws were found to have gone through the baseplate of which one could be retrieved. A review of the device history records revealed no deviation in the manufacturing process. The glenosphere and the baseplate were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The glenosphere showed normal traces of implantation, but no significant damage or wear. The baseplate was found to be significantly damaged in the screw holes. The ribs in the middle and bottom screw holes were heavily damaged and compromised at the edges. The ribs no longer had their original form. Corresponding damages were found on the backside of the affected screw holes. Material was displaced and abraded. The observed damage of the baseplate screw holes most likely occurred intra-operatively while drilling the holes for the peripheral screws improperly. One potential root cause could be that drilling had been done by hand, not using the intended peripheral screw drill guide causing the edge of the ribs being caught by the side of the drill. Also thinkable is that the drill guide was not properly held in place against the rib causing an off-axis drill leading to a damage and abrasion of the ribs prior to inserting the screws. The surgical technique for the reunion reverse shoulder arthroplasty warns not to use the drill outside of the provided peripheral drill guides. Another potential root cause could be that a power tool had been used to drive the peripheral screws into the baseplate. This extreme force could have damaged the ribs and have compromised the fixation strength. The surgical technique warns that screws and drivers should only be manually driven and never used under power. Once the screws are fully seated in the baseplate, they should not be over-tightened. The loose/ not fixed glenosphere likely was related to the compromised fixation of the baseplate. A correct seating of the glenosphere to the glenoid baseplate is ensured when the baseplate has the intended compression and fixation. The surgical technique furthermore advises that it is critical to ensure that all tapers are clean, dry and clear of any debris or damage prior to assembling the glenosphere to the baseplate. Several sharp blows on the glenosphere holder/ impactor are necessary to ensure a definitive seat of the glenosphere. During the revision surgery the glenosphere, baseplate, humeral cup, insert and screws were removed and replaced by new reunion devices. According to information received the patient passed away two weeks after the revision surgery. The surgeon¿s assistant (nurse) verbally stated that she thought that it was unrelated to the revision surgery. This had been confirmed by a consultant hcp. The provided x-rays were forwarded to the hcp for review. Due to the poor quality of the pictures, a real medical statement was not possible. Further information such as medical history, patient details and surgery reports were requested, but were not provided. Based on the above the reported event was not linked to a deficiency of the devices, but was rather user related (damaging the ribs of the peripheral screw holes due to an improper preparation or an improper placing of the screws). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Rep reported a reverse shoulder surgery, removal of glenosphere components to a hemisphere. Two (2) screws went through the baseplate, able to retrieve 1 screw, 2nd screw was still in patient. On x-ray, during follow up visit in clinic, one of screws appeared to have gone through baseplate. When we opened the patient the glenosphere was not affixed at all. Sales rep reported reunion devices removed and replaced with reunion devices. Patient passed away approximately two weeks after the revision surgery. The surgeon¿s assistant verbally stated she thought it was unrelated to the revision surgery.